Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear in the outer layer of the mobile power unit (mpu) patient cable was confirmed via visual inspection of the returned mpu. The returned mpu (serial number: (B)(6)) was first evaluated at the pleasanton service depot. The damaged mpu patient cable was replaced with a new mpu patient cable. The unit was then functionally tested, and the unit passed all steps of testing without any issues. The unit was returned to the customer, and the patient cable was forwarded to product performance engineering (ppe) for further analysis. The patient cable was connected to a test mpu and a test controller, and the controller was able to operate as intended. No alarms were produced when manipulating the patient cable. The root cause of the observed damage could not be conclusively determined through this analysis. Incidental findings: rubber encasing of patient cable loose around power cable connectors. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. The patient handbook section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the mpu patient cable. The patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device, including inspecting the mpu patient cable for damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a tear in the patient cable connected to the mobile power unit (mpu). The patient was given a loaner mpu while their mpu was repaired.